Event description:
The customer complained of the insulin pump alarming no delivery. Troubleshooting was performed, and the customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test. The insulin pump passed the excessive no delivery alarm test. However, there was moisture damage on the motor home switch.